Manufacturer narrative:
Pump passed the self test, sleep current measurement, and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed batt test alarms noted during testing or in the pump trace download. Pump received with all buttons responding properly. No damage or moisture damage on keypad assembly and no unlocked j1/pcb 1 keypad connector noted during visual inspection. Pump powered up properly after battery installation. No blank display noted. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to j7/pcb 1 during visual inspection. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had display turns on but then turns off again and buttons are no longer working. Customer's blood glucose value was 12.3 mg/dl at the time of the incident. Customer will return device for analysis.